Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 when removing the protective cap of a 6mm x 25cm x 80cm saber percutaneous transluminal angioplasty (pta) balloon catheter, the balloon got separated from the shaft. The procedure was completed with a new unknown balloon. There was no reported patient injury. The device was device stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device. There was no difficulty removing the product from the hoop. There was no difficulty removing the stylet or any of the sterile packaging components. Additional information was requested but is unavailable. One product was returned for analysis. A non-sterile saber035 6mm25cm 80 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon was observed separated from the unit but not returned for its analysis. The body/shaft of the unit was observed elongated/stretched approximately at 50 cm and 56 cm from the strain relief. No other anomalies were observed. Per sem analysis on the separated area between the body/shaft and the balloon observed during the visual review, results showed that the outer surface of the body/shaft presented elongations and scratch marks near the separated area. This type of damage is commonly caused during the interaction of the unit material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed elongations and scratch marks on the body/shaft outer surface could probably led to the separated condition on the balloon area, found on the received unit. It seems the body/shaft material near the rupture was torn due to the interaction of the unit with a sharp object from the outside of the unit. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82198020 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon separated during prep¿ was confirmed as only a portion of the balloon catheter was returned for analysis. The balloon and balloon cover were not returned for analysis. The exact cause of the reported event cannot be determined. Device analysis revealed the body/shaft of the unit was elongated and stretched at approximately 50cm and 56cm from the strain relief. Thus, indicating the device was induced to forces exceeding its material yield strength prior to the separation. Procedural factors and handling of the device during preparation likely contributed to the events as evidenced by device analysis. According to the device description in the safety information in the instructions for use ¿prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. Note: balloon inflation should be performed with the guidewire extended beyond the catheter tip. It is strongly recommended that the guidewire, the balloon catheter, or both, remain across the lesion until the procedure is complete and the dilatation system is to be removed from the vessel. Note: to preserve the folded balloon shape during insertion and catheter manipulation, maintain a vacuum on the inflation lumen. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Carefully advance the catheter through a sheath or guide catheter through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82198020 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
When removing the protective cap of a 6mm x 25cm x 80cm saber percutaneous transluminal angioplasty (pta) balloon catheter, the balloon got separated from the shaft. The procedure was completed with a new unknown balloon. There was no reported patient injury. The device was device stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device. There was no difficulty removing the product from the hoop. There was no difficulty removing the stylet or any of the sterile packaging components. Additional information was requested but is unavailable. The device will be returned for evaluation.